Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 104-324mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin and the contact believed that the temperature change when the pump was removed may have caused the occlusion alarm. The customer was able to successfully resume insulin delivery after changing their cartridge, infusion set and site.